Event description:
During a procedure there was a problem in detaching the matrix standard - 3d coil. The current quickly dropped to approximately 0.5 ma (within 1-2 seconds), no detachment was noticed from the power supply. The current then dropped to below 0.1 ma and the voltage went up to 11v, as the operators were unaware of any detachment. The system was checked and tried again, the same current and voltage was seen but on repositioning the coil it was found that detachment had taken place. No complications with the pt were reported to have occurred as a result of this event.